Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was 7/15/2021. Device history record for the lens was reviewed. No issues were noted. The lens was discarded by the site and will not be returned for evaluation.

Event description:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was 7/15/2021.